Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came loose from where the tubing is connected to the quick release while she was sitting. She did not know what caused it and she just noticed that the pump and infusion set was not connected. The site location was at patient's right abdomen and the pump was located at the right side. Reportedly, the infusions were stored in a shoe box placed in her room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.